Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure with epidural analgesia performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to release from the catheter. It was also noted that the sheath was in a tortuous position. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure with epidural analgesia performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to release from the catheter. It was also noted that the sheath was in a tortuous position. Additional information received on (B)(4) 2014: the complainant reported that the resolution clip device was in the second portion of the duodenum. There was no damage noted to the sheath and there were no patient complications reported as a result of this event. In the physician¿s assessment, the issue deploying the clip was mostly likely due to user error.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly fully deployed and not returned. The control wire was separated per design. It was also noted that the over sheath was cut at the distal end, approximately 4inches was not returned. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure with epidural analgesia performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to release from the catheter. It was also noted that the sheath was in a tortuous position. Additional information received on april 16, 2014: the complainant reported that the resolution clip device was in the second portion of the duodenum. There was no damage noted to the sheath and there were no patient complications reported as a result of this event. In the physician's assessment, the issue deploying the clip was mostly likely due to user error.